Manufacturer narrative:
The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6) hospital (singapore) pte ltd (nuh).a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml the customer received false negative results. Post-testing observation of the tube found that the tube contained bacterial growth and should have produced positive results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: floc was seen at the bottom of the tube when removed from the instrument at day 42 (end of protocol). Additional testing revealed the floc to be mtb.

Manufacturer narrative:
H6: investigation summary material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1034908 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on batch 1034908 for performance. Retention samples from batch 1034908 were available for inspection. Retention samples were tested per the standard performance protocol for material 245122. This includes growth support testing of the mycobacterium organisms listed in the certificate of analysis (coa). In the retention samples tested, growth of all organisms tested was detected by the instrument within the specified time of each organism as expected. Four photos were received for investigation. One photo features a carton label from batch 1034908 for batch verification. The other three photos each show a screen from bd epicenter with a negative result or data plot from a test started on february 18, 2022 and ended on 04/01/2021. No conclusions concerning performance of the product can be made from the photos or data show in the photos. No return samples were received for investigation. Testing of retention samples was satisfactory for growth support of mycobacterium organisms. This complaint cannot be confirmed.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml the customer received false negative results. Post-testing observation of the tube found that the tube contained bacterial growth and should have produced positive results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "floc was seen at the bottom of the tube when removed from the instrument at day 42 (end of protocol). Additional testing revealed the floc to be mtb."